Event description:
There was an allegation of a questionable bilt3 bilirubin total gen.3 assay result for a patient sample tested on a cobas c 503 analytical unit. The initial result was 5.0 umol/l. The sample was repeated two times, resulting in values of 214 umol/l and 213 umol/l. The sample was also repeated on the cobas c 303 instrument and the result was 222 umol/l.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). Qc and calibration were acceptable. The field service engineer (fse) performed a system check. The main pump pressure was inspected and found to be okay. The rinse water required a minor adjustment because the water volume in the cuvette was slightly below the normal limit. Following the service intervention, the controls were completed successfully. The investigation is ongoing.

Manufacturer narrative:
As both calibration and qc data were acceptable, a general reagent problem was not detected. The alarm trace from the event date and the reaction monitor showed no abnormalities. Given that the reported issue did not impact other assays and considering the reaction monitors, the most probable root cause is an insufficient sample volume for the initial result, possibly due to a single pipetting error or a pre-analytical issue such as the presence of a bubble. The investigation found that the cause of the incident is consistent with pre-analytical handling issues. Correct pre-analytic sample handling is within the customer's responsibility. There was no product problem.